Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the unit will not turn on. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Correction: event text. Report date: 31jan2019. Date rec'd by MFR: 30jan2019. The philip's field service engineer replaced the power cord, backup battery, blower motor controller printed circuit board assembly, and external battery. The unit successfully passed the performance verification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit will not turn on. The unit was not in use on a patient at the time of the reported event, therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04mar2019, date rec¿d by MFR : 21feb2019. The customer returned the blower motor controller for failure analysis. The part was tested and no functional faults were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.